Event description:
A nurse reported after a routine irrigation of the device the irrigation syringe was disconnected from the irrigation port and the luer lock form the port stayed on the syringe. The nurse further reported the device was removed and a new device was placed; and there was no untoward effect with the pt.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Addition event details have been requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received on 07/16/2015. Third party manufacturer reviewed the routers for lot #15vm549205 and no deviations or discrepancies were noted. The retain samples for this lot were inspected and they were found to be functional and non-defective. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 07/30/2015.